Event description:
Customer reported a malfunction alarm without any notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support to reset the pump, but the malfunction code recurred. Consequently, technical support decided to replace the pump, confirming the shipping address and providing instructions on storage mode and return process. Customer plans to use multiple daily injections as backup therapy to ensure continued insulin delivery.